Event description:
Info received from foreign reporter states that the pulse generator had no output or telemetry after exposure to magnetic resonance imaging. The device remains implanted, and no further info is available from the foreign reporter.